Event description:
Event description boston scientific crm received information that this device was indicating 4 years of longevity remained. The ventricular output was increased to 6.5v @ 1.0ms and there was 2.5 years of longevity remaining. A boston scientific crm technical services (ts) consultant performed a longevity calculation and noted that the device should have a longevity of 4 years remaining. Information was later received that only 1 year of longevity remained with a magnet rate of 90ppm.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported. Information was later received that the physician was unable to get venous access from left side; therefore, the system was abandoned and a new system was implanted on the right side.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.